Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket infection. Reportedly, patient had a spot oozing around the corner of the pocket incision. The patient was treated with oral antibiotics. There were no additional adverse patient effects reported. This ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.